Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided final lot number 9184626 and all applicable sub-assembly lot numbers. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, three samples were returned for evaluation by our quality engineer team. Through examination of the samples, issues were identified with the stopper position. Through inspection, slight angularity of the stopper¿s front rib was observed. The slight angularity appears to be within specification for the 3ml syringe. To further investigation this issue, unused and un-manipulated representative samples from the same lot would be required for additional testing. H3 other text : see h.10.

Event description:
It was reported that syringe 3ml ll tip bulk convenience pak stoppers were crooked on the plungers. This occurred on 22 occasions. The following information was provided by the initial reporter: material no.: 309702 batch no.: 9184626. It was reported that black stoppers are crooked on the plungers.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll tip bulk convenience pak stoppers were crooked on the plungers. This occurred on 22 occasions. The following information was provided by the initial reporter: material no.: 309702 batch no.: 9184626 it was reported that black stoppers are crooked on the plungers.